Event description:
It was reported that the patient's insertable cardiac monitor (icm) had protruded through the incision site due to pocket erosion. The icm was subsequently explanted on (B)(6) 2025 and the patient was in stable condition.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.